Manufacturer narrative:
H10: the device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 1500 ml dual-chamber eva bag clamps would "not line up and clamp". It was further reported that when trying to close the clamps, the clamp would crack. This was identified during setup and preparation. There was no patient involvement. No additional information is available.